Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced continuous, ongoing low blood glucose (bg) levels in the 50's mg/dl range. Food was consumed to address bg level and the customer adjusted their basal rate settings to address bg level. During these low bg events, the customer would at times require assistance with obtaining food due to being "too shaky".